Manufacturer narrative:
(B)(6). (B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed time and date reset with five minutes of power off on (B)(4) 2013. The pump was exercised for 24 hours without interruption or alarm. The battery was removed for six hours and reinserted. The time and date on the pump reset to the factory default setting. On inspection, a component of the printed circuit board was found to be leaking. The display screen was dim with pink contrast. A test display was attached to the pump and illuminated properly.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: a component on the printed circuit board was found to be leaking and the display screen was dim with pink contrast.